Manufacturer narrative:
A customer in the united states reported to biomérieux that they have obtained a potential misidentification of staph epidermidis as staph hominis with the product vitek ms instrument (ref. (B)(4), serial number (B)(6)). Investigation: device history record and complaint database review: the investigator searched the complaints database for similar misidentifications. Since (B)(6) 2016, no similar complaints have been recorded for a misidentification of staphylococcus hominis instead of a staphylococcus epidermidis. There is no CAPA, nor non conformity on vitek ms linked with customer 's complaint. Fine tuning: according to vilink alert tool criteria, no fine tuning was needed during customer¿s tests. Spot preparation quality: the sample ¿all peaks¿ values are quite homogeneous. However, the calibrator ¿all peaks¿ values are quite heterogeneous. Based on these findings, the spot preparation may not be optimal. Knowledge base review: not applicable as the expected identification has been defined as unknown. No reference method was used to confirm organism identification, and the customer has not submitted a sample to the biomérieux complaint laboratory for analysis. Sample data analysis: based on the raw data provided, the sample ¿all peaks¿ values are quite homogeneous, varying between 113 to 144. The first test was made with colonies that were incubated for less than 18 hours, affecting bacterial protein expression. The incubation time recommendations for bacteria is 18 to 72 hours (cf. Vitek ms workflow clinical use ¿ ref. (B)(4)). No further investigation can be done without the customer strain. Conclusion: the root cause of the customer¿s issue remains unknown. Further investigation cannot be conducted at this time. Local customer service provided additional training materials to the customer to help improve the spot preparation technique and discussed the importance of following the correct protocol (bacteria vs yeast) to obtain correct identifications. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to help with sample spot preparation.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Incident description: a customer in the united states reported to biomérieux that they have obtained a potential misidentification of staph epidermidis as staph hominis with the product vitek ms instrument (ref. 410895, serial number (B)(4)). Summary: accession number: 52120005606 vitek ms ID: staph hominis 99.9% alternate ID (verigene): staph epidermidis the misidentification has not been confirmed via reference method. Biomérieux local customer service has requested customer to provide further information to analyze the identification. It was reported that the results were provided to the physician, but the patient was not treated based on the results. The organisms were considered a contaminant so blood cultures were recollected. An investigation has been initiated.